Manufacturer narrative:
Correction made to h6: investigation findings: replace c16 with c1601. Correction to h10: the customer returned a sample with product code 5c4483 for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. Functional testing was performed including clear passage, clamp function, and leak testing, with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a luer transfer set; further described as ¿coming apart at the light blue and dark blue". As a result, the patient was unable to disconnect from their overnight cycler peritoneal dialysis session and had to cut the dialysis tubing to disconnect. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.